Manufacturer narrative:
The device is currently under quarantine with the (B)(6) police as they investigate the patient death. Resmed has requested the device be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm if there is any connection between the reported death and the astral device. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that a patient passed away while using an astral device.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. An analysis of the device data log did not show evidence of a device malfunction. Functional testing found that the device is operating within specifications. The investigation result is "no fault found." Based on the result of the device investigation and the police investigation, no relationship was found between the returned device and the reported event. Note: as reported in the initial medwatch, the device was quarantined with the (B)(4) police. The police closed the case with no claims made against resmed. The device was then provided to resmed. (B)(4).